Event description:
It was reported that a dexcom g7 continuous glucose monitor repeatedly failed to pair with the ilet, preventing glucose data from being obtained on the ilet until the user switched to a dexcom g6, which was successfully started and entered warmup; the blood glucose questionnaire indicated that blood glucose management on the ilet was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included technical troubleshooting and user education on sensor switching and bg run mode. Investigation of this case revealed a pairing failure isolated to the interface between the g7 sensor and the ilet, with successful operation when using a g6 sensor. It was concluded that the event was related to a sensor-to-pump communication issue, and the device therapy proceeded with an alternative compatible sensor without patient harm.